Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend of consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had poor telemetry or no telemetry with recharging. There was poor communication. The patient had tried to recharge. The patient saw reposition antenna screen on the ins recharger. During the call, a blank screen was seen on the patient programmer, which was resolved with new batteries in the patient programmer. A poor communication screen was observed. The patient last had stimulation in (B)(6) 2018. The reason for not charging the ins was that the patient had to turn the stimulation off for an MRI one week before thanksgiving and had not turned it on or recharged since that time. The caller said that the therapy was not helping the patient, so they did not see any reason for turning it back on. The patient had not therapeutic effect since implant. The patient was redirected to their healthcare provider (hcp) to address possible overdischarge and for special recharge session. The caller reported that the hcp was aware of no therapeutic benefit and an xray was performed and the patient was told the leads were in place. Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged. The patient believed that she had two overdischarge events in the past, but did not recall when they occurred. In the end, the rep reviewed physician recharge mode (prm) vs. Trickle charge. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient needed assistance with trickle charging their battery. The rep mentioned that this was the third time that the patient let their battery deplete. They are going to see if they could recover it once again. The rep indicated that the patient mentioned that if and when the ins needs replacing, they would like a non-rechargeable one. No further complications were reported or anticipated.